Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) was not infusing. This issue was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h6 and h11: b5: the device also had a dim display and fluctuating brightness. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.